Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not work" was confirmed. Device was evaluated and it was found that the thermistor was open. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device has "hole in hose". The device was not being used during surgery. It is unk if there were any pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided. Date of event is unk.